Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: as neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe 50ml ll experienced foreign matter in the device cannula. The following information was provided by the initial reporter: quality issue suspect in facility with 50ml luer-lock syringe. Description of event: syringe with dirt. Was incident noticed prior, during or after use? Prior use. Was there any impact to patient/health professional? No.